Event description:
A report was received that a patient was having difficulties charging her ipg. The physician assessed the patient and believed that the ipg was buried deep in the pocket site. Upon revision, the physician elected to remove the patient's precision system though nothing was wrong with it. The patient is reportedly doing well following the procedure.